Event description:
It was reported that due to the patient¿s myocardial fibrosis, the helix of the attempted implantable pacing lead became blocked after being extended and retracted numerous times. A new lead was then successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).